Event description:
Tool breakage occurred during cervical procedure. There was no patient implact. Surgeon also reported these tools chatter more than the 10ba60dx. On follow up it was reported that the surgeon is very aggressive in use of the tools. He has switched to the 10ba60dx tool.